Event description:
It was reported that at interrogation the pulse generator exhibited backup vvi mode. An automated software download was unsuccessful in restoring the device and interrogation could not be performed. No patient symptoms were reported and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).